Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter .

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving bupivacaine 40mg/ml at 21mg/day and morphine 2.2mg/ml at 1.1mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that there was an infection in the pocket and catheter track. The patient had a headache since the catheter revision 2 weeks prior on (B)(6) 2016. It was noted that the infection was associated with catheter revision (the catheter revision was reported in regulatory report # 3004209178-2016-12764). The patient reported symptoms of severe headaches, redness in pocket with a line of redness following the catheter anterior to posterior. This was reported to the physician by the patient on (B)(6) 2016. The change in therapy/symptoms were considered sudden. The healthcare provider (hcp) reported that the patient's white counts were high but there was no information on what kind of infection the patient had. Additional information reported all wound cultures were "staph." They were planning to explant the system on (B)(6) 2016. Patient outcome was noted as hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.